Event description:
It was reported that the customer received a button error on his insulin pump. The customer's blood glucose was 9.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a scratched lcd window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.